Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: the original complaint could not be duplicated. The black box history revealed a 4.30 unit bolus delivered on (B)(6) 2014 at 17:50; 8 minutes prior to the max 2 hour limit warning at 17:58. The max 2 hour limit was set to 10 units for testing purposes. A 10.1 unit bolus was programmed into the pump and the pump gave the appropriate ¿exceeds max 2 hour, 10.0 unit no delivery¿ warnings at the correct threshold. The 2 hour max limit was found to be functioning properly. The returned battery and cartridge caps were used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not correctly calculating the two hour limit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.